Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer has generated false elevated troponin results on 5 patient samples. For patient #5, the results were repeatedly elevated at 0.54 ng/ml. The sample was tested a third time and the result was 0.00 ng/ml. (The normal patient cut-off is 0.15 ng/ml). The account clarified that patient #5 was admitted to the ICU but it was not due to the elevated troponin result. There was no further information provided.